Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to perform pm instead of evaluation on the iabp unit because the customer declined the quote for repair but instead requested a demand pm. The fse performed the pm and could not duplicate the reported issue. The fse completed pm, and returned the unit over to customer and released for clinical use.

Event description:
It was reported that before use and during power up, the cs100 intra-aortic balloon pump (iabp) display does not work. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display does not work. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.